Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to oversensing noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.